Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. No information was found related to a possible lot number for the product . A device history review (DHR) review was not performed since the lot number is unknown and no information was found from this customer relating a possible lot number from the product as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak between their stay safe catheter extension set and their pd catheter during training. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated that the patient prescribed prophylactic antibiotics (vancomycin, 2 g, single dose, ip and gentamicin, 2 g, ip, single dose). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The extension set is not available to be returned to the manufacturer for evaluation because it was discarded.